Manufacturer narrative:
This information was identified during a literature review in the following article: strauss, e. J., et al. (2007). "Complications of intramedullary hagie pin fixation for acute midshaft clavicle fractures." Journal of shoulder and elbow surgery 16(3): 280-284.

Event description:
Hagie pin was used for clavicular fracture fixation. Post operative complication was reported as pin breakage requiring revision surgery.